Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported to the food and drug administration that the customer had severe hypoglycemia with blood glucose of 40 mg/dl at the time of the incident. The reporting party did not mention how the customer was treated. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The pump continued to deliver insulin despite the low. Troubleshooting was not completed as the reporting party did not contact medtronic and the customer information could not be traced back. The insulin pump will not be returned for analysis.